Event description:
The pt was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that the pt was seen in clinic with worsening symptoms of edema and shortness of breath. Echo completed and of note, no ao valve closure. Pt readmitted and placed on milrinone. No evidence of hemolysis but worsening hf symptoms.

Manufacturer narrative:
A correlation between the lvad and the report of edema and shortness of breath could not be determined as the device remains in use supporting the patient. A review of the pump device history records showed no deviations from manufacturing or qa specifications. Although a root cause for the reported event could not conclusively be determined, the device¿s instructions for use lists right heart failure as a potential complication that may be associated with the use of the left ventricular assist system (lvas). No further information is available. The manufacturer is closing the file on this event.

Event description:
It was reported that the pump exchange did not occur. The patient is reportedly undergoing a heart transplant workup and remains ongoing on the lvad, supported with inotropes.

Manufacturer narrative:
No further info is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.